Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report for a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, the cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on an unused supply line. The homechoice apd systems patient at-home guide instructs users to close all clamps on unused fluid lines securely. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter?s technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during dwell 3 of 5. The home patient (hp) confirmed there were open clamps on unused supply lines. The technical service representative (tsr) explained the message to the hp and had her cycle the hc. The hc was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.